Event description:
It was reported that the staff received helium loss alarms. There are no blood or kinks noted. After troubleshooting the staff decided to exchange the intra-aortic balloon pump (iabp). There are no additional alarms after the iabp was exchanged. The clinical support specialist (css) assisted the staff with calibrating the fos ap waveform. Fos map cal performed. The iabp will be sent to biomed to be checked. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of helium loss alarm is not able to be confirmed. According to the field service database, no service has been performed on this pump as of 16jul2021. If the part or additional information is received at a later day, a full investigation will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the staff received helium loss alarms. There are no blood or kinks noted. After troubleshooting the staff decided to exchange the intra-aortic balloon pump (iabp). There are no additional alarms after the iabp was exchanged. The clinical support specialist (css) assisted the staff with calibrating the fos ap waveform. Fos map cal performed. The iabp will be sent to biomed to be checked. There was no report of patient complications, serious injury or death.